Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely causes as follows: 1.) Endoscopic image is not output due to terminal buckling: it is likely that the position where the terminal buckling inside the scope connector socket and the position where the scope connector tip was chipped coincided; terminal buckling inside the scope connector socket likely occurred in the following order: when inserting the scope connector into the scope connector socket on otv-s190, the -chipped part of the scope connector tip was caught by the terminal inside the scope connector socket on otv-s190. Since the scope connector was inserted further while the inserted scope connector was caught, the terminal inside the scope connector socket of otv-s190 was pushed and the terminal buckled. 2.) Damaged rear panel connectors: the reported problem was not confirmed during device evaluation by olympus. However, a possible cause is excessive stress applied to the rear panel in handling the device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problems were confirmed; a bent pin (#9) was found on the bottom middle section of the video connector and no image was produced when tested with an olympus test scope. The cause is assigned to a damaged video connector due to user mishandling.

Event description:
A user facility reported that the connector on the rear panel was broken or damaged; one of the pins on the scope connector was noted broken and the scope was not recognized when inserted. There was no patient injury or harm associated with the reported problem. The reported problem occurred on set-up prior to the start of the procedure. No delay in procedure occurred. The intended procedure was a utereroscopy, stent, basket extraction, laser lithotripsy and completed using another device (details unknown).